Event description:
It was reported that during a lap subtotal gastrectomy procedure, the product did not staple and cut correctly. Converted to open.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.